Event description:
Philips received a complaint by the customer on the v60 indicating that there was a touchscreen malfunction. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report touchscreen malfunction. The customer and remote service engineer (rse) performed a troubleshoot together. The customer performed a touchscreen calibration in an attempt to resolve the issue but was unsuccessful. The customer went to the diagnostic menu continuing the troubleshoot and dead sectors were discovered. The rse then advised the replacement of the touchscreen. The rse provided the customer with the part number of the touchscreen. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.